Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the self-adhesive of the infusion set headset is not sticky enough and it falls off very easily. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.